Manufacturer narrative:
The recipient reportedly underwent revision surgery to replace the internal magnet and to thin the soft tissue. The recipient resumed use of the device prior to complete healing, against recommendations. The recipient still has swelling at the site and weak retention.

Manufacturer narrative:
The company received the internal magnet on august 12, 2016.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing retention issues with the internal device and the external equipment. Revision surgery to replace the internal magnet has been scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. No further updates were obtained regarding the recipient's status due to lack of recipient follow-up with center. The external visual inspection of the magnet revealed a crack in the weld. The magnet failed the gauss measurement test. The magnet was corroded due to a crack found in the weld. A CAPA has been implemented. This is the final report.